Manufacturer narrative:
Welch allyn factory svc confirmed the hard disk drive (hdd) failure. The hdd was replaced and software and system files were reloaded. Testing was performed and was passed. The device was returned to clinical use. Hard disk drives are off-the-shelf sub-components made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of failure.

Event description:
The customer reported that their acuity system had multiple freeze-up / reboots. Customer svc recommended to send cpu in for eval/repair. This resulted in a temp inability to centrally monitor pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.